Manufacturer narrative:
The reported upn and lot number matched; however, the device was used past the expiration date (09/19/2017). Device component code relates to device problem code for the reported event of pull wire broken. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, a trapezoid basket was used in an attempt to remove the stone but the basket would not come out from the duct. An alliance handle was then used in conjunction with a trapezoid¿ rx basket in an attempt to crush the stone. However, the pull wire broke. The ampulla was dilated and the basket was removed from the patient. The patient's condition at the conclusion of the procedure was reported to be ¿stable¿. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.